Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The hp stated they went to the bathroom and the heater line became disconnected from the heater bag, and they did not know how it became disconnected. Renal therapy services (rts) assisted the hp to close all the clamps, disconnect the patient line, cycle the power and remove the cassette to end the therapy session. Rts advised the hp to contact their registered nurse to advise of the event and obtain further instructions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.